Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the ins had to be explanted because their body was rejecting it. The patient thinks this occurred in (B)(6) 2011. The patient stated that the explant procedure took a long time, so the hcp decided to leave a little piece of the lead in the scar tissue. The patient mentioned that they had fluoroscopy which detected a metallic foreign body, which was then identified as the lead fragment. The patient's reason for calling was to find out if they could get an MRI of the sacral and lumbar area. The patient mentioned that they were having back pain and their hcp was trying to determine the root cause. . The agent reviewed MRI compatibility. The agent reviewed that an hcp will need to fill out an MRI eligibility form for lead fragments. The agent emailed physician listings to the patient. Agent also emailed prs to update the device record.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v386611, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp via medical records. The hcp reported that the patient initially presented with urinay retention and was implanted on (B)(6) 2010. They reported that the benefit of the stimulation diminished and the stimulator had begun to bother the patient's daily activities so the patient wanted it removed on (B)(6) 2012. It was reported that the device was removed but when the permanent lead was pulled, it would not deliver, so they reopened the original lead insertion site. They grasped the lead with the right angle clam and extracted it from the incision however with direct tension only a portion of the lead delivered. It appeared that the tines and the leads remained in the patient. They discussed how to proceed with the surgery at that point and decided to close and discuss wheter or not to perform a more extensive extraction with the patient. They reported that the patient received preoperative antibiotics per protocol.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v386611. Implanted: (B)(6) 2010. Explanted: (B)(6) 2012. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp via medical records. The hcp reported that the patient initially presented with urinay retention and was implanted on (B)(6) 2010. They reported that the benefit of the stimulation diminished and the stimulator had begun to bother the patient's daily activities so the patient wanted it removed on (B)(6) 2012. It was reported that the device was removed but when the permanent lead was pulled, it would not deliver, so they reopened the original lead insertion site. They grasped the lead with the right angle clam and extracted it from the incision however with direct tension only a portion of the lead delivered. It appeared that the tines and the leads remained in the patient. They discussed how to proceed with the surgery at that point and decided to close and discuss whether or not to perform a more extensive extraction with the patient. They reported that the patient received preoperative antibiotics per protocol.